Event description:
It was reported by the customer that a pyxis medstation es system station was in retry mode and outdate report not printing. The customer stated that the malfunction occurred when the user attempted to issue medication to a patient, causing a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist resolved the retry issue by clearing upload error flags after identifying an upload error in the datasync log. The system functioned as intended after the technical support specialist troubleshooted the device.